Event description:
At the time of the revision surgery, (B)(6) 2021, the lead was replaced to restore therapy. During the revision, the white silicone tip of the sensor was found to have separated from the lead body. The physician determined that retrieving the silicone tip would expose the patient to greater risk and decided to leave the silicone behind in the patient. The revision surgery restored therapy and the issue is now resolved.